Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-03919. It was reported that the patient presented for a device upgrade procedure. During the post-procedure check, it was discovered that the left ventricular lead exhibited no capture. It was noted that the lead dislodged. On (B)(6) 2020 the lead was reposition. During the post-procedure check, it was discovered that the right atrial lead exhibited no capture. It was noted that lead dislodged. No intervention has been performed. The patient has been discharged.